Manufacturer narrative:
Conclusion: this device is available for eval and a follow-up MDR will be submitted upon completion of the device investigation. The mfg records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During treatment of a pt with an unruptured mca aneurysm, the physician filled the aneurysm with three penumbra 400 coils. Upon deploying the fourth coil, it became apparent that too long a length had been chosen because the coil began herniating out into the parent artery. Most of the coil was retracted into the catheter. Resistance was felt while retracting the last 2cm of the coil and the coil then separated from the pusher. The coil was removed without any harm to the pt and the procedure was continued.